Event description:
A trochanteric fixation nail, implanted on an unk date, was noted as broken at the helical blade hole. Patient was diagnosed with a non-union and hardware was removed. Patient was a multiple trauma paitent in fair health.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device has been returned.